Manufacturer narrative:
Additional information: . Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The ar40e model intraocular lens (iol) was implanted in the patient's operative eye. For unknown reasons, the iol was explanted in a secondary surgical procedure; information regarding the replacement iol was not provided. Patient prognosis post lens exchange is unknown. The suspect iol is not available for return as it was discarded. No further information is available.